Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was folded. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination found that the device was received in two sections as a result of a break in the hypotube. The break was located at 65.8cm distal to the strain relief. A visual and tactile examination found no issues with the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 26jan2021. The 85% stenosed target lesion area was located in a mildly tortuous and mildy calcifed left anterior descending artery. A 10/2.25 flextome cutting balloon was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the balloon could not cross the lesion. The device was removed within the catheter and the procedure was completed with a different device. There were no complications reported and the patient was stable. However, device analysis revealed a hypotube break located at 65.8cm distal to the strain relief.